Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead repositioning procedure, the implantable pulse generator (ipg) exhibited a loose set screw which fell out of the device upon re-insertion of the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that during the repositioning procedure, right atrial (ra) lead dislodged and no capture was observed. The ra lead issues were suspected to be as a result of the ipg set screw issue as capture was later confirmed once ra lead was reconnected into the ipg.